Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(6). Maquet field service technician was on site and investigated the unit. The unit and the ice sensors were cleaned and a functionality test was successfully performed. The most probable root cause for the reported failure is that the ice sensors became too soiled.

Event description:
"The ice block in the tank of the hcu40 was after 5 days in operation and after water changing too big. This could lead to freezing of the tank." Additional information: the error occurred during the preparatory phase, no patient was involved. (B)(4).